Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer reported getting an alarm saying no oxygen. The customer confirmed "oxygen device failed" in the diagnostic error report (drpt). The remote service engineer (rse) advised the customer to troubleshoot the unit per the service manual. The customer swapped out the o2 solenoid valve to resolve the issue. The unit was tested and it was returned service. The unit was in clinical use however there was no patient harm.